Manufacturer narrative:
Report indicates that the patient may have a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
In 2006--patient underwent open ventral hernia repair with mesh implant. Currently, patient has pain in the area of the incision site and possible recurrence.